Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is having chest stimulation with every heartbeat. It was noted that there was a previous programming adjustment for this recently. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.